Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that after the patient had pump "sealed," it has not been working the same. The patient is having trouble with the pump handling her pain. The patient contacted a nurse at their pain clinic. No further history was provided.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(4) 2016. It was reported that it was unknown when the patient¿s lack of pain relief started, at the patient¿s last visit on (B)(6) 2016 the patient¿s only complaint was their bilateral knee pain was increasing. The patient was referred back to their orthopedic surgeon. No dose increase was done because the patient reported sufficient pain relief from pump implant. The cause of the pain relief was increasing bilateral knee pain and it was unknown if the patient¿s pain relief had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.